Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down keypad button required several presses to elicit a response. The patient reportedly wore the pump in a pocket, but sometimes on a belt clip or leg strap and cleaned the pump with a eyeglass cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow keypad buttons was intermittently responsive. All of the other keypad buttons were found to respond to button presses. There was evidence of contamination found under the down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.